Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. If implanted; give date: n/a (not applicable). Healon is not an implantable device. If explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. (B)(6). The healon is not returning for evaluation as was used-up during surgery; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had cataract surgery in the right eye on (B)(6) 2019 and healon pro ovd was used during surgery. At the 1-day postoperative study visit on (B)(6) 2019, severe edema was observed during the ocular exam. The subject was prescribed antiedema eye drops 4 times per day and anti-edema ointment. A secondary surgical intervention was not performed. The investigator considered the event serious/sight-threatening, probably related to the device and anticipated. The site typically uses dispersive ovds and indicated that the surgeon thinks that the cause of the event is due to using a cohesive ovd during the surgery. No additional information was provided.

Manufacturer narrative:
Additional information: additional information received indicated additional issue of "iritis" with the patient. The following field was updated accordingly to capture the additional patient code for the reported iritis issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.